Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report several connect electrode belt messages. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (connect electrode belt messages) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause was corrosion of the auxiliary pca board (j2007 connector). The root cause of the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the corrosion of the auxiliary pca board. The patient received a replacement monitor.